Event description:
It was reported that the lead was kinked at the top of the lead, as well as at 2nd and 3rd sections. The lead could not be used and another lead was used to complete the operation.

Manufacturer narrative:
(B)(4): final device analysis for lead lot 0205457792 revealed that the distal end was bent out of the box.